Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported no telemetry and no output conditions, and found the battery was depleted. Additional testing revealed a high current drain condition that was due to a leaky filter capacitor.